Event description:
It was reported that medication drawn into the syringe would return to the vial and that it leaked.

Manufacturer narrative:
It was reported that after drawing up insulin into the syringe, "the vial would suck the medicine back down into the vial." The reporting facility also indicated that leakage of insulin was noted whenever filled syringes were transported using the facility's pressurized tube vacuum system. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Five (5) boxes of unused product was returned for evaluation and seventy-five (75) samples were randomly selected for evaluation. Visual inspection revealed no manufacturing or other defects that would prevent he samples from working as intended. Simulated drawing was performed using all samples with a training vial filled with water. No vacuum-related issues were experienced no water was released back into the vial when the plunger was released after filling the syringes. The fluid remained within the syringe until force was applied to the plunger to remove the fluid. All samples worked as intended. The reported problem/issue of fluid returning to the vial may be caused by not injecting air into the vial prior to drawing up medication. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.